Manufacturer narrative:
B5 clinical narrative updated. Section d catalog number was corrected. D4 primary UDI number information was corrected from the initial report that was submitted.

Event description:
Clinical review/rationale: an impella 5.5 was inserted via the axillary graft site to support the 48 year old male patient who had been admitted in with indication of cardiomyopathy, presenting in scai stage e shock. The patient was previously supported by extracorporeal membrane oxygenation, inotropes, vasopressors, and a vent for respiratory needs. The patient's underlying medical history was not shared. On day 3 of the support there were purge flow and "in aorta" alarms. The team assessed the pump with echo imaging and realized the pump was appropriately positioned, and so they disabled the sensor alarm on the controller. The pump was supporting when on day 7 the automated impella controller (aic) would not recognize the purge cassette. The team made troubleshooting attempt with the change of a purge cassette but, when this failed the aic was removed and replaced. The pump remained on for support for one more day and was then weaned and explanted. The console replacement will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the false alarm was determined to most likely be a biomaterial ingestion event.

Manufacturer narrative:
A141102 removed from h6. Corrected data: d1 brand name updated/corrected. The investigation is still ongoing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the automated impella controller would not recognize the purge disc while the patient was implanted with an impella 5.5. The controller was exchanged with a new one to resolve the issue. No patient harm was reported.